Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. H6: investigation findings - h6: investigation findings - 3221 is based upon the evaluation of user facility information and the actual sample not being returned; 213 is based upon investigation of the unused returned samples. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused samples. Four (4) unopened 6fr angioseal device was returned to terumo medical corporation for product evaluation. Each of the returned packages were opened and all contained an unopened foil pouch, hemostasis sheath, arteriotomy locator, and guidewire. Each device was visually inspected and found to have been in unused condition with no visible signs of blood. Functional testing was performed by mating every sheath and locator to check for loose connections. All samples were mated well and no damage or issues were noted. Since no issues were noted during evaluation, the complaint was unable to be confirmed for a loose dilator and sheath connection. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal dilator and sheath did not stay locked together when accessing the common femoral artery. The tech mentioned that there was not a distinct audible click when connecting the two pieces. There was no blood loss. T he procedure was an interventional radiology (ir) procedure.

Manufacturer narrative:
. E3: occupation: manager - lead cardiac cath lab technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.